Manufacturer narrative:
Product evaluation: analysis results are not available; the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a surgical ent procedure, the debrider stopped working. The user noticed that part of the blade was missing and found it in the nasal area; the fragment was removed without harm to the patient.